Manufacturer narrative:
The investigation of this complaint has been completed. No parts were replaced and no device logs received. The current complaint was issued after some customer tests in conjunction with an empty heliox tank. It was reported that the ventilator did not alarm for an empty heliox tank and that the flow in a breath then was perceived obstructed. In a similar complaint from the same customer (MFR report number 8010042-2015-00294), it was clarified that expected alarms were generated when the heliox tank was empty. According to the spec the low heo2 supply pressure alarm will be raised if heo2 supply pressure goes below 2.0 kpa x 100 (29 psi). Which can happen if the heo2 supply pressure at gas inlet is too low. A low gas supply pressure alarm will be generated if both the heo2/air and o2 supply is below 2.0 kpa x 100 (29 psi). The conclusion in this matter is that the reported issue was a misunderstanding by the customer as far as what alarms should be generated when the heliox supply is lost. The cause of he experienced obstructed breath during the tests could not be determined due to lack of goods/info.

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Event description:
The customer reported that while testing, a heliox enabled ventilator, it was noticed that it didn't alarm when the heliox gas tank got empty. During the test, an o2 analyzer was put in-line. When the helium tank was empty, the o2 analyzer read 30-60, but changed during each full breath due to a stalling of flow from the ventilator. A mask was then put on and breathed in, but halfway up, it seemed that the flow stopped, and one had to struggle to complete the rest of the breath. Each breath was like that when the tank was empty. There was no patient involvement. (B)(4).